Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 580 mg/dl and an insulin injection was administered to address bg. The contact suspected that the customer did not deliver a bolus when instructed by the contact. A pump system check was performed with tandem technical support (cts) and no device issues were identified. The contact acknowledged the pump/supplies were working as intended. Cts advised the contact to discuss the event with a healthcare provider.